Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The sample has not been returned to the manufacturer for evaluation to date. The investigation is currently underway.

Event description:
It was reported that approx two years post filter implant, a pt experienced chest pain and presented for coronary stent placement. Imaging identified two detached filter limbs in the pt's right ventricle. The filter was retrieved without incident using a snare. The detached limbs were surgically removed the same day. The pt is asymptomatic.